Event description:
Provider was trying to clean off the force bipolar while the instrument was inside abdomen. The force bipolar broke. Instrument was removed and inspected for integrity. Instrument seemed intact, upon removal. But while being inspected a piece broke off, outside of patient and handed off the field. X-ray confirmed there was no retained object.